Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had upper extremity jerking and was currently intubated, which was deemed unrelated to the device/therapy. Later that day it was reported the patient was scheduled for an MRI but when they attempted to turn stimulation off a power on reset message was seen on the patient programmer. It was unknown if the symptoms were related to the device or therapy. Additional information was received via voicemail on (B)(6) 2017. It was reported a manufacturing representative was present at the situation regarding the por on (B)(6) 10. There were no further complications reported. More information will be added to the file if more is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that all they knew that they determined that they would not conduct an MRI and go with another alternative. Patient was hospitalized in different city and they lived 3 hours away and since they couldn't get there to turn off device they chose not to conduct the MRI. They never heard back from hospital after the initial conversation.